Event description:
A programmable valve (in-line valve with siphongaurd) had been implanted. However, the valve was later removed and replaced less than 3 months later due to a tear in the first valve.